Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable is broken at the hypo tube. The cable appears to be loose at the distal end. Removal of the instrument's blue housing found that the cable was loose at the back end. Manual manipulation of the cable at the distal end found that the cable broke at the hypo tube. There is no material missing. It was concluded that the cable may have broken due to tensile loading. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the wire on the maryland bipolar forceps instrument was loose. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed.